Event description:
Pt admitted to hosp 5/23/97. Had previously undergone an l4-s1 decompression and instrumental fusion for spondylolisthesis at l5-s1 and retrolisthesis of l4 and l5, had fractured his s1 screw. Appeared to have stable fusion at l4-5. He failed to go on and because of persistent symptoms, particularly sitting, repeat fusion indicated. Pt. Went to surgery 5/23/97. Found that he not only failed the fusion at l5-s1 and broken the s1 screws, but the fusion at l4-5 had not taken despite the fact the screws were still intact.